Manufacturer narrative:
(B)(4). Note: beckman coulter is conducting a retrospective review of its global service records, to ensure that the records had been adequately evaluated for potential complaint information and any warranted follow-up action, including MDR reporting. This MDR report is a result of that retrospective review. Manufacturing investigation: a beckman coulter field service engineer (fse) was dispatched to evaluate the customer's instrument. During the first diagnostic test run, cell one failed. The fse recalibrated both cell one and two, and initiated diagnostic testing. Both cells passed level one; cell two failed level two. The fse replaced four buffer valves, and recalibrated the instrument with no further issues identified. All verification testing passed within instrument specifications. In conclusion, the reported event was likely caused by hardware malfunction. The problem was confirmed. Beckman coulter has not implemented any corrective actions/preventive actions.

Event description:
The following event was reported: high ion selective electrodes (ise) results. There was no report of death or serious injury.